Manufacturer narrative:
The device was removed safely from the patient with the cutter in the housing no deformation noticed. The procedure was completed with post angioplasty and stent placement with post stent angioplasty. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a turbohawk atk device during treatment of a 60% stenotic calcified lesion in the patient¿s mid left superficial femoral artery (sfa). No tortuosity was reported. IFU was followed and the device was prepped without issue. It was reported that the device jammed and would not fully pack. When trying to clean the device, it was not possible to insert the cleaning tool. It was flushed and taken off the wire to re-clean and it was not possible to advance the cleaning tool. No patient injury was reported.